Event description:
Patient presented to the ER physician with shortness of breath. A pneumothorax was diagnosed. The surgeon brought the patient into the or and repositioned the sensing lead superficially.